Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the surgeon found the dbs lead tip was bent when they removed it from the package. The lead was immediately removed from the package. There was no harm to the patient and the issue was considered resolved at the time of the report.

Manufacturer narrative:
Analysis confirmed that the distal end of the lead was bent, new out of box. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis update: the returned device was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. Analysis identified that the electrode at the distal end of the lead is bent; however, electrical testing of the lead segments determined that continuity was complete and there were no electrical shorts between the circuits. If information is provided in the future, a supplemental report will be issued.